Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for sodium (na) on a cobas c 303 analytical unit. On (B)(6) 2025, the patient had a na result of 118 mmol/l. This result was confirmed by a point-of-care device. The low result was believed to be correct, and the patient was treated with saline. On (B)(6) 2025, a new sample was obtained, and the na result was 114 mmol/l. This result was deemed too low based on the saline treatment the previous day. The doctor requested repeat testing. The repeat result was 130 mmol/l. This result was confirmed by a point-of-care device. Another sample was obtained, and the na result was 133 mmol/l.